Event description:
(B)(4). Initial information received from a physician assistant via a sales representative on 12-aug-2009: a (B)(6) female was treated with poly-l-lactic acid [sculptra] injections on (B)(6) 2009 for cosmetic purposes in the buccal fat pad area perpendicular to the nasolabial fold. The physician stated the poly-l-lactic acid was mixed 1 to 8. With the patient's first dose on (B)(6) 2009 everything went fine. On (B)(6) 2009, the patient was given her second set of injections. She then developed a hematoma at the injection site right away. The patient now has a 1.0 cm by 1.5 cm "cord beneath the skin" on the right side of her face. This "cord" is barely visible; however, it can be felt. The physician assistant has already injected normal saline into the palpable spot, but there hasn't been any improvement yet. Concomitant medications and relevant medical history were not provided. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot #a8025 and expiration date: 09/30/2010) from (B)(4): batch record review was without hint to root cause. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received from a physician's assistant on 29-sep-2009: the patient (weight and height provided) received a second treatment of one vial of injectable poly-l-lactic acid that was reconstituted with 5 milliliters of sterile water and 3 milliliters of lidocaine with epinephrine, 48 hours prior to injection, on (B)(6) 2009 for facial rhytidosis. On (B)(6) 2009, she additionally reported small nodules/lump at right lower nasal labial fold to pre jowl sulcus. The physician stated that the cord/lump was 2 cm x 0.5 am/lower nasal labial fold left 1.5 to 1 cm but that a biopsy had not been performed. It was also previously reported that the physician had injected normal saline into the palpable spot, however, the reporter advised that there was no saline injection, but only massage. The physician advised that treatment with injectable poly-l-lactic acid was not discontinued because of the events but that the events remained ongoing at the time of this report. The physician noted that she suspected that the lump was related to injectable poly-l-lactic acid but also noted that the causal relationship between the adverse event and injectable poly-l-lactic acid was unlikely due to injection error. Medical history reported as not applicable. No further relevant information reported.